Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient experienced the peritonitis after catheterization (no further detail was provided). The cause of peritonitis was unknown. One day after onset, the patient was hospitalized for the event. Treatment was not reported. The outcome of the peritonitis event was unknown. At the time of this report, extraneal therapy was ongoing. No additional information is available.